Manufacturer narrative:
A boston scientific corporation company representative estimated the patient's weight to be 150 pounds. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, as the physician was pulling the suture of the first mesh leg assembly through the sacrospinous ligament with the capio device, the needle detached from the lead suture and was captured inside the capio cage. The physician was unable to re-throw the affected mesh leg so he removed the uphold mesh from the patient. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.